Event description:
It was reported that the 9800 system had a collimator error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.